Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer was wearing the pump for a week and they had an insulin flow blocked alarm today. Customer's blood glucose was 15.8 mmol/l at the time of the incident. Customer's current blood glucose was 17 mmol/l. Customer stated that they have treated with the pump. Customer stated that the alarm occurred doing a bolus and the reservoir was not empty. The insulin flow blocked alarm was not recurring. Customer stated that the issue had not been resolved. Customer also stated that they were able to remove the set and the cannula was not bent. Customer stated that it hurts at the site but the insulin did exit the tubing during troubleshooting. Customer mentioned that they left the needle guard on the set. Customer caused issues by not removing the needle guard before insertion. Customer was advised to monitor the issue.